Manufacturer narrative:
The company representative did not mention replicating anything that could have attributed to the reported event. The system was tested and found to meet product specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a fissure at 7:00 o'clock position of an incised anterior capsule when the lens nucleus was processed under a microscope. Surgery was completed without any medical intervention.